Event description:
A medtronic ent rep reported that the surgeon was unable to navigate pt anatomy on the navigate screen while in an ent case. The surgeon completed the surgery without the use of the fusion system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight or approximation not available from the hospital. The system was evaluated at the site. The correct settings were enabled and the reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and instruments were able to navigate accurately.